Manufacturer narrative:
The sample was not returned for evaluation, however a photo was provided for review. The investigation was confirmed for the alleged dislodged septum, however, the root cause could not be determined. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0602690, implantable port, allegedly experienced a septum dislodgement. This information was received from a single source. This malfunction involved a patient with no consequences. The patient's age, weight, and gender were not provided.